Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), and another manufacturer's defibrillation lead, presented to the emergency room after receiving a shock. Interrogation revealed noise on the rate/sense channel. Additionally, high out of range pacing impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The rate/sense portion of the lead was replaced. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.